Event description:
Upon leaving operating room post surgical procedure the foot of bed dropped on its own causing reversed trendelenburg. Unable to place bed in level position even with emergent cardiopulmonary resuscitation (CPR) button leveling. Biomed called. Patient moved with the use of hovermat/staff off of the bed to gurney. Patient tolerated well. Bed taken out of service.